Event description:
Information was received that a smiths medical irrigation fast flow fluid warmer level 1 device had no flow, and no alarm failure.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in good physical condition. Upon power up of the device, no flow was noted. The back cover was removed for further visual inspection. A crack in the return tube was noted to have leaked water and damaged multiple components, confirming the reported customer complaint. Return tube, the main pcb, and membrane switch were all replaced. The device then passed all functional and electrical tests. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.